Event description:
It was reported that the new probe temperature was erratic upon placing and replaced with another new probe. The replaced probe was also erratic at first but then stabilized. Mss suggested that they had a faulty temperature probe but to check temperature with alternate source to confirm accuracy and ensure no other reasons for erroneous temperature readings such as a vent warmer being on.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "insufficient seal". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex temp-sensing catheter product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the new probe temperature was erratic upon placing and replaced with another new probe. The replaced probe was also erratic at first but then stabilized. Mss suggested that they had a faulty temperature probe but to check temperature with alternate source to confirm accuracy and ensure no other reasons for erroneous temperature readings such as a vent warmer being on.